Event description:
A patient, who has a known allergy to mint, experienced shorthess of breath during a dental procedure involving aquasil impression material. The procedure was stopped immediately and the patient was administered oxygen for approximately 10-15 minutes. The patient did not think it was necessary to seek further medical treatment. The doctor followed up with the patient the next morning and reported that "it took until about 5pm that evening to feel 100% better". No additional medical treatment was needed.